Event description:
Procedure type: lap chole, patient sex: unknown. According to the reporter: a blue piece fell off into the cavity during surgery. The surgeon was able to retrieve it without patient injury.